Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6).

Event description:
The customer obtained an erroneous result for one sample using the bilirubin total (bilt) test. An initial result of 2.0 mg/dl was obtained from the primary tube. This result was reported outside the laboratory. The referral doctor called and stated that there was a problem with the bilt result. On (B)(6) 2012, the sample was cross checked in another laboratory on a cobas 6000 analyzer. The sample was repeated in a micro cup and yielded a bilt of 13.8 mg/dl. Although, the customer stated there was a delay in treatment due to the initial result, the patient was not harmed by any actions taken. The lot number and expiration date of the bilt reagent were not provided.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. Two possible root causes were identified, however, neither can be confirmed without the reaction monitor from the sample. No adverse event was reported.